Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) setscrews had become loose, causing high lead impedance. The setscrews were tightened and double checked and the ICD remains in use. No patient complications have been reported as a result ofthis event.